Event description:
It was reported in a journal publication that a patient underwent radiofrequency ablation of short segment barrett¿s esophagus using the halo90 ablation catheter. Per the abstract, initially after the procedure, there were no acute complications. Two weeks post-procedure, the patient presented with nausea, dysphagia and lower chest discomfort. The patient was discharged on proton pump inhibitors. Five days later the patient presented to emergency department, and upper endoscopy revealed severe esophageal stricture with ulceration and edema. The stricture was treated with dilation and symptoms were resolved. No further complications were noted on follow up.

Manufacturer narrative:
The event was reported in an article and therefore no device was returned. Additionally, no lot number was provided so no lot history review could be performed. Should additional information be obtained, pertinent to this event, a follow-up report will be submitted. (B)(4).